Event description:
It has been reported to philips that the device is failing self-test.

Manufacturer narrative:
The complaint was escalated for technical complaint investigation and the results indicate that no fault was found with the device. The device was confirmed to be operating per specifications and no failure was identified. Device design supports alerting users/health care professionals through the self-test feature to ensure the device is adequately maintained to supply therapy as intended. This design feature mitigates risk to the patient in a critical care event. Based on the information available and the testing conducted we were unable to replicate the reported problem. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement device to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.